Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus'), embedded device ('a twisted metal wire is identified at right-fundus subserosal layer') and genital haemorrhage ('general abnormal bleeding') in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included anemia, benign essential hypertension, leukopenia, uti, polymenorrhea, uterine fibroid, adenomyosis, bacterial vaginosis, uterine bleeding, irregular menstruation, nausea and vomiting. Concomitant products included ascorbic acid;folic acid;iron;lysine hydrochloride;nicotinic acid;pyridoxine hydrochloride;riboflavin;thiamine;zinc sulfate (multivitamin iron) from (B)(6) 2014, colecalciferol (vitamin d3) from (B)(6) 2014, ibuprofen from (B)(6) 2007 to (B)(6) 2018, nsaids from (B)(6) 2007 to (B)(6) 2018 and paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain / pelvic pain"), menorrhagia ("menorrhagia"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 10 years 11 months after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, depression, vaginal haemorrhage, anxiety, dysmenorrhoea and fatigue outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 175 lbs. On right and left four coils were noted outside of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: result: bilateral occlusion. Pathology test - on (B)(6) 2018: the essure device is present in the lumen. There are two fragments of tissue consistent with cervical structure. Chronic cervicitis with nabothian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: device dislocation, vaginal haemorrhage, dysmenorrhea and menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain / pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: events added: device dislocation, abdominal pain, menorrhagia, mental disorder, general abnormal bleeding. Reporter added, patient demographic added, essure removal date added, product indication updated. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: uterus'), embedded device ('a twisted metal wire is identified at right-fundus subserosal layer') and genital haemorrhage ('general abnormal bleeding') in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, benign essential hypertension, leukopenia, uti, polymenorrhea, uterine fibroid, adenomyosis, bacterial vaginosis, uterine bleeding, irregular menstruation, nausea and vomiting. Concomitant products included ascorbic acid;folic acid;iron;lysine hydrochloride;nicotinic acid;pyridoxine hydrochloride;riboflavin;thiamine;zinc sulfate (multivitamin iron) from (B)(6) 2014 to (B)(6) 2014, colecalciferol (vitamin d3) from (B)(6) 2014 to (B)(6) 2014, ibuprofen from (B)(6) 2007 to (B)(6) 2018, nsaids from (B)(6) 2007 to (B)(6) 2018 and paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain / pelvic pain"), menorrhagia ("menorrhagia"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 10 years 11 months after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, embedded device, depression, vaginal haemorrhage and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on right and left four coils were noted outside of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: bilateral occlusion. Pathology test - on (B)(6) 2018: the essure device is present in the lumen.there are two fragments of tissue consistent with cervical structure. Chronic cervicitis with nabothian cyst. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: vaginal haemorrhage, dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu(3) and fu(4) processed together. Pfs and medical record received. Events- a twisted metal wire is identified at right-fundus subserosal layer, abnormal bleeding (vaginal) and mental anguish were added. Event pt term updated from ¿psychological trauma¿ to ¿depression¿. Reporters, medical history, lab data and concomitant drugs were added. On (B)(6) 2019: fu(3) and fu(4) processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus'), embedded device ('a twisted metal wire is identified at right-fundus subserosal layer') and genital haemorrhage ('general abnormal bleeding') in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included anemia, benign essential hypertension, leukopenia, uti, polymenorrhea, uterine fibroid, adenomyosis, bacterial vaginosis, uterine bleeding, irregular menstruation, nausea and vomiting. Concomitant products included ascorbic acid;folic acid;iron;lysine hydrochloride;nicotinic acid;pyridoxine hydrochloride;riboflavin;thiamine;zinc sulfate (multivitamin iron) from january 2014 to march 2014, cholecalciferol (vitamin d3) from january 2014 to march 2014, ibuprofen from may 2007 to june 2018, nsaids from may 2007 to june 2018 and paracetamol (acetaminophen) from may 2007 to june 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In june 2007, the patient experienced pelvic pain ("physical pain / pelvic pain"), menorrhagia ("menorrhagia"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 10 years 11 months after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, depression, vaginal haemorrhage, anxiety, dysmenorrhoea and fatigue outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 175 lbs. On right and left four coils were noted outside of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: result: bilateral occlusion. Pathology test - on (B)(6) 2018: the essure device is present in the lumen. There are two fragments of tissue consistent with cervical structure. Chronic cervicitis with nabothian cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: device dislocation, vaginal haemorrhage, dysmenorrhea and menorrhagia". Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events" device expulsion (previously reported as device dislocation), dysmenorrhea, and fatigue added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.